Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: it was noted during analysis that no incoming testing was performed due to the battery compartment area being contaminated and the device would not power up. It was further noted that the upper and lower cases were contaminated and broken, the battery release, lead flex cover, battery drawer and battery flex were contaminated, the two side bail covers were broken, the battery contacts were contaminated and compressed and the ring was bent. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.